Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - end caps: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery due to the tfna was being removed due to nonunion/ malunion. The surgery was successfully completed. The patient outcome is unknown. This complaint involves four (4) devices. This report is for (1) unk - end caps: tfna. This is report 4 of 4 or complaint (B)(4).